Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On or about (B)(6) 2019 the surgeon performed a l5-s1 laminectomy and decompression with l5-s1 fusion on patient at (B)(6). Shortly after the surgery, the patient complained of tightness and a pulling sensation in his left leg and sharp pain in his left hip and back of his left leg. On or about (B)(6) 2019, patient's CT of lumbar spine showed that the l5 pedicle screw had deviated laterally out the side of the vertebral body and was in close contact with a nearby nerve root. On or about (B)(6) 2019, surgeon performed a l5-s1 fusion exploration on patient and attempted to reposition the l5 pedicle screw more laterally. When the l5 screw could not be reposition both the l5 and s1 pedicle screws were removed, however due to improper placement of the l5 pedicle screw patient suffered progressive and permanent nerve damage resulting to chronic pain and weakness and loss function in his left lower extremity. This complaint involves (2) devices. Concomitant device reported: ti antegra(tm) plate one level (part # 04.102.143 lot # unknown, quantity# 1). Fixationpin f/temp-use (part # 03.161.057, lot # unknown, quantity# 1). This report is for (1) 6.5mm ti cancellous locking. This report is 1 of 1 for (B)(4).